Event description:
The pt underwent a cataract extraction with intraocular lens implantation. The pt developed a hypopyon with vitreous inflammation. A vitreous tap was performed together with an injection of intravitreal antibiotics. The pt was also prescribed steroid eye drops. It is unk if the event is product related. The lens remains implanted in the pt's eye.